Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty, and then experienced revision surgical procedure approximately 102 months after initial implant. Failed right total knee polyethylene premature wear and failed loose femoral component due to osteolysis from poly wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2024-00898 d10: concomitants: (B)(6) 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5 (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t (B)(6) 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00898. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.